Event description:
It was reported the implantable cardioverter defibrillator (ICD) was in back up mode with no back-up defibrillation option (bdfo) available due to improper procedure followed when setting up the MRI compatibility mode, which resulted in off-label use with the MRI. Following the back-up mode, the ICD exhibited data corruption. The ICD was successfully restored. There were no patient consequences.

Manufacturer narrative:
B3 should be 27 may 2025 rather than 27 jun 2025.